Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code : (B)(6). Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 5th. Related complaint for needle clog on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported several pen needles clogged when doing injection and pen needles bent right over when inserting and pressing down the plunger on the pen. Date of event : unknown. Sample status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation yes, d10: returned to manufacturer on: 2021-11-01 h6: investigation summary customer returned (93) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needles bent states and the needles clogged. All returned pen needles were examined and 66 out of 93 samples exhibited a bent patient end of the cannula. All remaining samples exhibited a bent non patient end of the cannula. These issues could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent patient end non patient end of the cannula) root cause is user related. The patient and non patient ends of the cannula were bent during use of the product by the customer.

Event description:
It was reported that 1 bd ultra-fine¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported several pen needles clogged when doing injection and pen needles bent right over when inserting and pressing down the plunger on the pen. Sample status : awaiting sample.